Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc freestyle libre sensor. The customer reported that she does not remember issue as it occurred 6 months ago, but as a result of the unknown issue the customer lost consciousness. The customer's mother called firefighters, who treated the customer with a glucagon injection. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. The sensor is not available for return as the event occurred 6 months ago. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered is per report of "it's been 6 months." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc freestyle libre sensor. The customer reported that she does not remember issue as it occurred 6 months ago, but as a result of the unknown issue the customer lost consciousness. The customer's mother called firefighters, who treated the customer with a glucagon injection. No further information was provided. There was no report of death or permanent injury associated with this event.